Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event: it was reported that during an unspecified ear nose and throat (ent) surgical procedure, it was observed that one of the two attachment devices fell apart and became unscrewed and the other would not release from the motor device. It was further reported that the cutter device could not be removed from the attachment device. It was reported that the device were used together in the same event. There were no delays to the surgical procedure as identical spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the bearing stack screw was (loose) out of position. It was determined that the issue with the bearing stack screw out of position was due to degradation of loctite thread locker adhesion to the threaded mating inner locking mechanism components from normal use over time. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.